Event description:
The user facility reported that during a surgical procedure, the surgeon used the device to inspect the breast pocket; as a result, the patient received first degree burns of the skin. Treatment required a cool pack and ointment and the pt healed. The user facility purchased the device in october 2006, however, the device was not used until april 2007. The device was previously used twice prior to the procedure. The surgeon will no longer use the device, therefore, it will be returned to the MFR. Medwatch linked to this incident: 2430952-2007-00035 and 2430952-2007-00036.